Event description:
It was reported to philips that ippc failure caused an inability to perform x-rays on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced parts 459800544343, 459801122391, and 459801122421 and performed a software upgrade. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).